Manufacturer narrative:
The reported event, battery housing fractured/detached, was confirmed. The service technician/specialist observed a loose component symptom failure in that the top housing had detached from the bottom housing. The service tech determined the top and bottom housings fractured at the weld. The device was discarded by the manufacturer.

Event description:
It was reported that the aseptic housing broke during a medical procedure and top housing is detached from the bottom housing. The disassembly of the battery housing could result in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the aseptic housing broke during a medical procedure and top housing is detached from the bottom housing. The disassembly of the battery housing could result in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.